Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was not able to turn. Therefore the pendant plungers where replaced. The ias computer was not booting. The software was corrupted so it was reinstalled. This solved the mechanical issues since after the re installation of the software, the machine was able to successfully boot again. Defective pixel columns where visible in both 2d and 3d. Performed defect mapping and it was ok. No artifacts where noticeable anymore after the defect mapping and calibration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. They reported multiple issues due to wear and tear. It was reported that turning on/off the system often resulted in a failure of one part or another. Among the issues was lack of communication with the stealth navigation. It was noted that the issue has been resolved by restarting the system numerous times. Ring artifact and line artifact on the images. Unusual sounds from gantry when taking images. Pendant movement was broken and needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi20000805, lot/serial #: n/a. H3) the pendant plunger balls were returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Both pendant plunger balls were showing wear and does not move as smoothly as intended causing difficulty swiveling the pendant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.